Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05363. It was reported the patient's leads had migrated and were visible under the skin. The patient reportedly experiences frequent falls and lifts heaving objects. The patient requested an explant of her system. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2018-05363. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the entire system was explanted.